Manufacturer narrative:
H6: investigation summary one photo and one sample was provided to our quality team for investigation. Through visual inspection, a black particle was observed inside the syringe. Further evaluations identified the piece to be a piece from the stopper that broke off. A device history review was performed for the reported lot 2102092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The stopper is provided by an external supplier, incoming inspections are performed as specified. While we could not identify a direct issue, this is failure is likely related to the material provided by the supplier, whom we have notified of this incident. Manufacturing personnel have also been made aware of this event. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that syringe 50ml ll convenience tray europe had foreign matter. The following information was provided by the initial reporter: - 50 ml syringe bd. - loose piece of rubber in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll convenience tray europe had foreign matter. The following information was provided by the initial reporter: 50 ml syringe bd. Loose piece of rubber in the syringe.